Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced logic bd, front cover, rear case, barrel clamp, tube/sleeve drive, wiper seal, latch module, u4/u5 on display bd, rt iui and lower housing.plunger gripper recall and dim segment display recall completed. The probable root cause of the reported issue was due to electrical failure of the pcba syringe logic. A review of the device history record showed the device had a manufacture date of 16feb2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported by the customer that the device received alarm - error codes / messages, channel error 13-133-149. There was no patient involvement.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported by the customer that the device received alarm - error codes / messages, channel error 13-133-149. There was no patient involvement.

Event description:
It was reported by the customer that the device received alarm - error codes / messages, channel error 13-133-149. There was no patient involvement.

Manufacturer narrative:
Correction :e2 , e3 and g2. Additional information : h7, h9 , imdrf annex a and g codes fields are updated.